Manufacturer narrative:
Batch record review of lot c706 was conducted. There were no non-conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on information available at the time of the investigation. The photo evaluation is still in progress at the time of this report. A supplemental report will be created when investigation is complete.

Event description:
Customer reported a blood leak on the tubing near the hct cuvette. Customer noticed fluid outside the kit near the hematocrit cuvette during the 2nd cycle. Customer aborted the treatment without any blood volume returned to the patient. Customer stated they would install another kit and restart immediately the patient treatment, css reminded the customer that the patient had already lost blood volume in the discarded kit and suggested to carefully consider if another treatment was possible and without consequences from a blood volume perspective. Customer stated the patient was fine and a second immediate treatment tentative was safe given his parameters. Pictures were provided by customer for evaluation.